Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified a mid shaft break. The outer clear section of the midshaft was broken at approximately 30mm distal of the hypotube/mid shaft bond exposing the inner section of the midshaft, the tab and the core wire. There was a partial break at the inner midshaft section at approximately 30mm distal of the hypotube/midshaft bond. The port bond was damaged and torn. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left internal mammary artery (lima) graft to the left anterior descending artery (lad). The lesion was pre-dilated. A 2.50x16mm synergy ii drug-eluting stent was advanced to treat the lesion; however, upon advancing the device, resistance was encountered. When the device was pulled back, it was noticed that the mid shaft broke, leaving half of the device in the vessel. It took some time to remove the detached shaft with a snaring device. The initial pre-dilation restored the flow. No stenting was performed. The procedure was not completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left internal mammary artery (lima) graft to the left anterior descending artery (lad). The lesion was pre-dilated. A 2.50x16mm synergy ii drug-eluting stent was advanced to treat the lesion; however, upon advancing the device, resistance was encountered. When the device was pulled back, it was noticed that the mid shaft broke, leaving half of the device in the vessel. It took some time to remove the detached shaft with a snaring device. The initial pre-dilation restored the flow. No stenting was performed. The procedure was not completed. No patient complications were reported and the patient's status was okay.